Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
During an implantation procedure, the surgeon tested the device balloon and observed an alleged perforation. He used a back-up device to complete the procedure. No adverse pt consequences were report. The leak was subsequently confirmed as it was detected during part of pre-operative leak test. The device was injected with 9 ml of air while immersed in saline solution and a leakage was detected. There was no adverse pt consequence.